Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly; the stretch resistant wire (sr wire) was fractured; the proximal constraint sphere was inside the distal detachment tip (ddt). Evaluation of the returned device revealed that the ruby coil sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur, which will lead to an unintentional detachment. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure, prior to an endovascular aneurysm repair (evar), using ruby coils. During the procedure, while repositioning a ruby coil, it unintentionally detached within the px slim delivery microcatheter (px slim); however, the physician did not report any resistance while retracting the ruby coil. The detached ruby coil was removed from the px slim and the procedure was completed using new ruby coils with the same px slim. There was no report of an adverse effect to the patient.